Event description:
The nav ring is not operational. There was no patient involvement.

Manufacturer narrative:
The front bezel was returned for failure investigation. Previous investigations have identified navigation ring failures were due to liquid ingress.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The authorized service personnel replaced the front bezel to address the reported problem.